Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open after being applied to tissue. The pt's fallopian tube became torn. Add'l questions in regard to the incident have been asked.